Manufacturer narrative:
The insulin pump alarmed with a motor error during the basic occlusion test due to a faulty force sensor resistor (gold). The pump was also received with moisture damage on the lcd board. The following cosmetic damage was also found: cracked battery tube threads, a cracked reservoir tube lip, and cracked case near the display window corners. (B)(4).

Event description:
The customer's mother reported via phone call that the customer left the insulin pump in his pants pocket and it just went through the washing machine. The patient's blood glucose at the time of incident was 303 mg/dl, which the customer was able to treat with a manual insulin injection. The customer's mother stated that the pump was left to dry in rice. Troubleshooting was initiated for the pump exposure to moisture. The customer confirmed that the pump's display screen went blank after it had come out of the washer. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.